Event description:
Country of complaint: (B)(6). Thread broke.

Manufacturer narrative:
U.s. Reporting agent notified on 03/16/2015. Manufacturing site evaluation: evaluation on-going.

Manufacturer narrative:
Samples received: no samples available. Analysis and results: there are no previous complaints of this code batch. Without any closed and/or defective sample an analysis cannot be performed and a proper analysis cannot be performed. If samples are received in the future the complaint will be re-opened and analyzed. As indicated in the instructions for use of the product: "users should be familiar with the surgical procedures and techniques involving absorbable sutures when using novosyn, as the risk of wound dehiscence may vary depending upon the site of application and the type of material used". Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: na.